Manufacturer narrative:
On 8/5/2016, the patient contacted animas about another issue and on this date, informed animas of a hypoglycemic episode that had occured on (B)(6) 2015, related to the prime issue. Patient's blood glucose was then in the 20 mg/dls, with seizures, difficulty speaking, unsteady, confusion, cognitive impairment, dizzy, loss of consciousness. Patient self treated with glucose, food and drink. This complaint is being reported as the patient experienced hypoglycemia related to the pump issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.